Manufacturer narrative:
Visual and photographic imaging inspection of the lead revealed that six of the cables were completely broken at the bent/kinked location of the lead. This location appears to be the site where the suture sleeve was positioned. The broken cables resulted in the reported complaint of high impedance exhibited. The evidence of silver oxide blackening or corrosion inside of the lead at this site indicates that lead wires were broken while implanted.

Event description:
A report was received that during a lead revision the patient's leads were replaced due to high impedances. The patient is doing well following the revision.

Event description:
A report was received that during a lead revision the patient's leads were replaced due to high impedances. The patient is doing well following the revision.